Event description:
On (B)(6) 2021, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022, the patient experienced recurrent duodenal ulcers and was treated with pantropazole and simiticon. There was no malfunction or deficiency of the device reported. Abbvie made multiple query attempts regarding the details of the reported events and what diagnostic testing was performed. However, no further information was made available.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Duodenal ulcer is a known complication of a peg- j tube placement. Refer to 3010757606-2023-00636 j tube record/3010757606-2023-00637 peg tube record. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.